Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced a backup battery fault alarm on (B)(6) 2025 on the system controller after having the battery reseated on (B)(6) 2025. The alarm was cleared with a self-test but then reoccurred on (B)(6) 2025. The system controller would be exchanged.

Event description:
It was later reported that the patient kept their system controller and made it their backup controller. The emergency backup battery was exchanged.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Section d9: the backup battery was returned for evaluation. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis, and no log files were submitted for review; however, the 11v backup battery (serial number: (B)(6)) was returned for analysis. The returned 11v backup battery underwent functional testing and was found to function as intended during analysis. The backup battery was installed in a test system controller and operated a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. The backup battery was able to be fully charged. During testing, multiple load tests were performed and the backup battery passed each time without issue. A root cause for the reported event was unable to be conclusively determined through analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6)) were reviewed and found to have passed. Heartmate 3 instructions for use (rev c) section 2 ¿system operations¿ addresses how properly replace the backup battery in the system controller and how to properly maintain all components. Heartmate 3 instructions for use (rev c) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including backup battery fault alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. The patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.